Event description:
Siemens pcs engineering was notified by an outside testing source of inaccuracies in spo2 monitoring under the following conditions: using earlier revisions (<2b) of the spo2 extension cables (1m or 2m) with sc 6002xl/7000/8000 or 9000xl monitors, can produce inaccurate "sp02" measurements. These measurements may be 2 - 4% higher when measuring low saturation values (in the 70 - 80% range). It should be noted that there was no field incident associated with this discovery.